Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed a bad rash from the 72r electrodes. The patient's doctor suggested that she use a skin prep, which did not help. No other prescribed or over the counter meds were ordered/suggested. The doctor wants patient to discontinue use of the spinal pak and switch to a differentdevice for treatment. It was reported that no further information is available.

Event description:
It was reported that the patient developed a bad rash from the 72r electrodes. The patient's doctor suggested that she use a skin prep, which did not help. No other prescribed or over the counter meds were ordered/suggested. The doctor wants patient to discontinue use of the spinal pak and switch to a different device for treatment. It was reported that no further information is available. The 72r electrodes were not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Corrections: b4 date of this report added, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, g1 contact office, and manufacturer site, g6 type of report, h4. Device manufacture date. Additional information: h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient developed a bad rash from the 72r electrodes. The patient's doctor suggested that she use a skin prep, which did not help. No other prescribed or over the counter meds were ordered/suggested. The doctor wants patient to discontinue use of the spinal pak and switch to a different device for treatment. It was reported that no further information is available. The 72r electrodes were not returned for evaluation.

Event description:
It was reported by the sales rep that the patient stated he has patient developed a bad rash from the 72r electrodes. Patient has seen the doctor who suggested patient use skin prep, which did not help, no other prescribed or over the counter meds were ordered/suggested. Doctor wants patient to discontinue use of spinalpak and will switch her to another type of unit. Received patient photo by text. Requested return label to be shipped to rep directly. No additional patient consequences have been reported. 72r electrodes were returned for further evaluation.

Manufacturer narrative:
Investigation summary: a visual inspection of the customer returned item was performed. Included was five pack of 72r electrodes part no. 106130-20 with lot no. 106701 received in a shipping mailer cushion envelope. The part received appears to be in good condition from the visual/cosmetic point of view. The DHR/coc has indicated no reported non-conformances or deviations. The failure was not confirmed for the reported condition of the "rash/irritation". No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "rash/irritation". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (68) total complaints from (may 06, 2020) to (may 06, 2021) for pn (106130-20) and events related to (electrodes: rash/irritation). Keyword search criteria: (complaint codes: bhp electrodes: rash/irritation). The search was specified to the lot no. 106701. The search identified 2 complaints. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.